Event description:
It was reported that sterile product in the bd luer-lok¿ syringe leaked past the plunger stopper during use. The following information was provided by the initial reporter: "defect in bd 30 ml syringes with luer loc tips. Such that compounded sterile product leaked around the stopper of the plunger. Product could be seen as precipitate underneath the stopper."

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided final lot number 0154946 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch # mw5097158. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sterile product in the bd luer-lok" syringe leaked past the plunger stopper during use. The following information was provided by the initial reporter: "defect in bd 30 ml syringes with luer loc tips. Such that compounded sterile product leaked around the stopper of the plunger. Product could be seen as precipitate underneath the stopper"